Manufacturer narrative:
Section b3: date of event: unknown/information not provided. Section d4: model number: a complete model number is unknown; however, it was mentioned as dfr00v. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter, phone number: (B)(6). Additional address line 2: (B)(6) university school of medicine, section h4: device manufacture date: unknown as serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Citation: kim, b., son, h.-s., khoramnia, r., auffarth, g. U., & choi, c. Y. (2024). Comparison of clinical outcomes between different combinations of hybrid multifocal, extended-depth-of-focus and enhanced monofocal intraocular lenses. The british journal of ophthalmology, no pagination. Https://doi.org/10.1136/bjo-2024-325181 attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a literature article titled "comparison of clinical outcomes between different combinations of hybrid multifocal, extended-depth-of-focus and enhanced monofocal intraocular lenses" that a prospective randomised study was done to compare clinical outcomes of bilateral implantation of hybrid multifocal intraocular lenses (iols) versus mix-and-match implantation of hybrid multifocal and extended-depth-of- focus (edof) versus mix-and-match implantation of hybrid multifocal and enhanced monofocal iols. A total of 75 patients with bilateral age- related cataract were randomised in one of three groups: group 1 (n=25), bilateral hybrid multifocal (synergy) iol; group 2 (n=25), edof (symfony) in the dominant eye, hybrid multifocal (synergy) in the non-dominant eye; group 3 (n=25), enhanced monofocal (eyhance) in the dominant eye, hybrid multifocal (synergy) in the non-dominant eye. Three different iol models were used: tecnis synergy (dfr00v, ¿synergy¿), tecnis symfony (zxr00, ¿symfony¿), tecnis eyhance (icb00, ¿eyhance¿); all manufactured by johnson & johnson vision. At 6 months postoperative: glare: in group1 - moderate (4%); group 2 - mild (8%), very severe (4%); group 3 - mild (4%), moderate (4%), severe (8%). Type 1 halo (starburst) in group 1 - moderate (4%); group 2 - moderate (4%). Type 2 halo (starburst) in group 1 - mild (4%), moderate (9%), severe (48%), very severe (13%); group 2 - mild (8%), moderate (13%), severe (17%), very severe (8%); group 3 - mild (12%), moderate (4%), severe (12%). Type 3 halo (starburst) in group 3 - very severe (4%). At far distance, the percentage of patients reporting spectacle independence was: 96% in groups 1 and 2 and 92% in group 3. At near, there was a greater need for spectacle use in group 3 compared with groups 1 and 2. In terms of spectacle-free vision satisfaction, at near, patients in group 3 reported lower levels of satisfaction for near tasks compared with groups 1 and 2. There were no further interventions reported. This report is being submitted for dfr00v intraocular lens. Separate reports are being submitted for icb00 and zxr00, intraocular lenses.